Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2015 with the following findings: call service 064-0008 and 078-0008 alarms observed in black box on date of reported call service alarm. A rewind, load and prime steps performed successfully. Pump exercised for 24 hours with no alarms occurring. Unable to perform certain steps due to missing bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.